Manufacturer narrative:
Investigation summary: it was reported the needle was faulty. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an open box, inside the box there is a vial and a syringe connected to a needle assembly with the plastic shield. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot number 0164167. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis, the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle with filter was defective. The following information was provided by the initial reporter: "she examined the needle and saw "the needle was faulty." The hcp did not feel comfortable using that syringe."